Event description:
Boston scientific received information that this patient¿s device exhibited multiple high out of range shock impedance measurements of greater than 125 ohms. The cause of the impedance issue has not been determined. The impedance measurements were later noted to have dropped down to an acceptable range no intervention has been performed and the device continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.